Event description:
Related manufacturer reference number: 2017865-2023-38237. It was reported that the patient's right ventricular lead exhibited high capture threshold and high, out of range pacing impedance. During lead revision, it was found that the patient's atrial lead had sustained insulation damage. Both leads were extracted and replaced. The patient was stable.